Event description:
The customer reported that the insulin pump buttons were unresponsive. Customer stated that she was getting ready to change set and trying to bolus and would not stop. Troubleshooting was done. Customer's blood glucose was 148 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump corrosion damage was found at the keypad traces. All button responded properly. No display ramping on its own noted. Insulin pump received with cracked case at display window corners and minor scratches on lcd display screen.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.